Event description:
An obvious decline in the patient's hearing performance was noticed. A history of head trauma was denied by the guardians. Patient has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Also an accident or trauma might have weakened the fixation of the electrode which led to device mobility. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
An obvious decline in the patient's hearing performance was noticed. A history of head trauma was denied by the guardians.

Manufacturer narrative:
(B)(4). The device has been explanted and should be returned to manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.